Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that one bd nexiva¿ closed IV catheter system needle was difficult to retract after the insertion. The following information was provided by the initial reporter: "writer using the newly issued IV cannula. First time it happened that it was very difficult to retract the needle. The insertion was successful and with good blood return. However upon retraction of the needle following insertion, it was very difficult to retract it and separate it from the cannula. It took several attempts to removed the needle."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that one bd nexiva¿ closed IV catheter system needle was difficult to retract after the insertion. The following information was provided by the initial reporter: "writer using the newly issued IV cannula. First time it happened that it was very difficult to retract the needle. The insertion was successful and with good blood return. However upon retraction of the needle following insertion, it was very difficult to retract it and separate it from the cannula. It took several attempts to removed the needle."